Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that loss of capture and low sensing were observed. X-ray revealed dislodgement. The lead was successfully repositioned.